Event description:
The device involved in this case has been returned and evaluated in 2005 by lifescan product analysis with the following findings. The meter involved in this case has failed functional testing due to the meter displayed an error 4 message twice. The spc pin #2 was high.